Event description:
It was reported that the implants were removed due to bone loss. Symptoms as a result of the event: abscess, pain and inflammation. Tooth sites: #2, & #3.

Manufacturer narrative:
Zimvie complaint number (B)(4). Multiple reports are being submitted for this event. A4: patient weight unknown / not provided. D4: device UDI number unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping.